Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 493 mg/dl. The customer stated the first time recorded the bent cannula would not register the blood glucose at that time and 2nd time recording the bent cannula, it register the blood sugar. When the customer pull infusion set, the cannula is bent. The customer was advised that we will replace the 2 bent cannulas. The customer is returning one infusion set.